Manufacturer narrative:
(B)(4). Article citation: immediate and long-term complications of direct-to-implant breast reconstruction after nipple- or skin-sparing mastectomy" thomas c. Lam, frank hsieh, james salinas, john boyages; plast reconstr surg glob open 2018; 6: e1977; doi: 10.1097/gox.0000000000001977; published online 5 november 2018. The event of infection, necrosis, wound dehiscence, capsular contracture, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article ¿immediate and long-term complications of direct-to-implant breast reconstruction after nipple- or skin-sparing mastectomy" it was reported that "31 of 671 patients (4.6%) who received implant-only breast reconstruction underwent direct-to-implant immediate breast reconstruction after mastectomy for primary or recurrent cancers, or risk reduction." Complications included "loss of implant from post-operative wound infection¿, ¿partial nipple necrosis¿, ¿nac necrosis with a wise-pattern nsm requiring debridement and full thickness skin graft¿, ¿delayed wound healing¿, ¿rotation or displacement of the implant¿, ¿capsular contracture, baker grade unknown¿, ¿late seroma¿, ¿implant rupture¿, ¿visible skin rippling¿, and ¿recurrence of cancers¿. One device had been explanted. The status of remaining devices is unknown. Side is unspecified. As 2 different manufacturers were used in the study, and there is not enough information to determine which manufacturer experienced the reported events, unknown manufacturer will be captured.